Event description:
Physician's staff indicated that a balloon catheter was inserted on 1/14/91. This catheter "burst" and a second catheter was inserted. During subsequent visits, the patient complained of irritation in the penis, and a "pussy-like" fluid during urination. Exploration of the bladder was performed during which a segment of the balloon catheter was observed and retracted. There has been no indication of infectiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.